Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information stated the cause of the ¿stimulation in the abdomen¿ and the ¿shocking sensation¿ was ¿unknown.¿ it was stated the patient underwent reprogramming on 2013-(B)(6) and it was ¿successful.¿ it was noted the patient was not hospitalized due to the event and had an outcome of ¿no injury.¿

Event description:
It was reported that the patient had stimulation in the wrong location as well as a shocking sensation. The patient was feeling stimulation in her stomach. The patient saw her physician the week prior and the device was reprogrammed. The patient was also in pain. The patient had lost a lot of weight, and the pain started after that. The patient was unableto adjust stimulation. The patient was redirected to her physician.